Manufacturer narrative:
Product ID 3778-75, serial# (B)(4), implanted: 2008 (B)(6); product type lead product ID 37752, serial# (B)(4), implanted: 2008 (B)(6); product type recharger product ID 37743, serial# (B)(4), implanted: 2008 (B)(6); product type programmer, patient product ID 3550-29, lot# n172485, implanted: 2008 (B)(6); product type accessory product ID 3708120, serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 3778-75, serial# (B)(4) implanted: 2008 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
Concomitant products: product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 3 778-75, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 3550-29, lot# n172485, implanted: (B)(6) 2008, product type: accessory. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) was not charging past 1/2 way. Multiple error codes were reported; 375, 380, and 365 were reported. The ins recharger (insr) was also shutting off on its own or it would be searching for something. The patient attempted to charge the day prior to this report and it wouldn't&#62752;go past the 1/2 bar. They charged for 4 hours and it was only 1/2 charged with all coupling bars. It was confirmed that the patient was reading the battery icon correctly. It was suggested to continue charging and see if it went over. Follow-up was performed to determine if any troubleshooting had occurred, if a cause had been determined, if any intervention was required, if the issue was resolved, and if the patient had any further concerns. This event will be updated if additional information is received. Additional information received from the consumer reported the prior implantable neurostimulator (ins) was replaced. The patient noted that the replacement was not premature and that the ins was replaced because it was "so old" and she kept getting codes when she was recharging. This was noted to have occurred three to four or maybe five months prior to the replacement. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the implantable neurostimulator (ins) was not covering the patient¿s pain. The ins was being replaced due to battery issues. It was thought because, the patient used it so much and stimulation was on 2 volts and was 8 volts at the time of this report. The date for replacement was noted to be 2015 (B)(6). The ins was not covering her pain area ¿like one or two of the leads are not working at all.¿ no falls or trauma occurred. Follow-up was performed to determine if any troubleshooting had occurred, if a cause had been determined, if any intervention was required, if the issue was resolved, and if the patient had any further concerns. This event will be updated if additional information is received.